Manufacturer narrative:
Field was updated to october 12, 2015.

Event description:
It was reported that the patient presented in clinic for follow up when device interrogation showed a discrepancy in battery longevity. A corrected longevity estimate for this device was performed. The device remains implanted. The patient condition was stable.

Manufacturer narrative:
(B)(4).